Event description:
A malfunction on the pump was reported by the caller, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer received information from technical support on how to reset the pump, successfully reset it, and was advised to continue using the pump while instructed to report back if the malfunction recurred, which it did not.